Event description:
During the refill 2 weeks prior, a pocket fill occurred. The patient experienced signs of overdose including hives and pruritis. The hcp reported the patient was then hospitalized for 2 days for observation. The patient was seen in the clinic and is doing fine.